Event description:
The inner sterile packaging was old; brittle and cracked. Left pieces of packing inside the implant - sterility breached. Packaging is old joint medical box from years ago. No patient injury of surgery delay.